Event description:
Middle-aged female having an abdominoplasty. During surgery, the hand piece of the bovie got hot when the button was depressed. Another device was used- without known harm to patient.